Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the product only fired twice. It locked up on the third reload. A new device was opened to finish the case. There was no consequence to the pt.